Manufacturer narrative:
The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and the enpower system¿s go green light failed to illuminate. The detachment fiber did not receive heat and melt. No manufacturing defects were found. The most likely contributing factor to the coils non-detachment inside the aneurysm may have been due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete, but unidentified detachment system and the unknown microcatheter used in then procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however the circumstances of the damage are unknown. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The surgeon reported that during coiling, when the ultipaq coil (fsr10020820/c24677) was in the proper position and ready to be detached, the detachment did not work. The surgeon replaced the cable, but it did not help. Other coils have been detached without any problems with the same detachment system. At the time of the initial contact, the device was available for return. There was a delay of a few minutes when they replaced the coil however it was not noted as clinically significant. Other coils (details unknown) were used to complete the procedure. There were no damages noted to the coil or coil delivery system prior to use or after removal. The coil was successfully removed from the patient. The procedure was performed with an old black detachment control box (details unknown) and standard connecting cable (details unknown). Other coils were detached successfully with those devices. A low battery light was not seen during the case. A fault light was not seen during the case. All connections appeared to fit properly without excessive force. It is unknown whether the detachment light illuminated or the audible signal beeped.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.